Manufacturer narrative:
The test strip retention material of lot 34762800 was measured on a cobas u411/urisys 1800 analyzer and was visually checked with a nitrite dilution series and native urine. The retention test strip material showed no false positive results. The device was requested to be returned for investigation. The investigation is ongoing.

Event description:
The customer complained of false positive nitrite results for multiple patient urine samples from the urisys 1100 urine. On (B)(6) 2019 the customer started using the urisys 1100 with a new software program chip and started noticing positive nitrite results for patients. The customer sent the samples the laboratory and the laboratory nitrite results were negative. The laboratory results were believed to be correct. The calibration and qc were acceptable. The chemstrip 10 md lot number was 34762802 with an expiration date of 33-nov-2019.

Manufacturer narrative:
The retention test strips and the customer test strips showed no false positive results and fulfills requirements. The customer's urisys 1100 was returned; it was clean and showed no damage. The test strip tray was slightly dirty. The investigation did not identify a product problem. The cause of the event could not be determined.